Event description:
As reported, a foreign object was found inside a 5f 11cm avanti+ sheath introducer .021" transradial kit prior to surgery. A new catheter sheath was used. There was no reportable patient injury. The foreign object involved was freely moveable. The packaging was noted to contain foreign material inside. The product was stored in the laboratory as required, and the actual product itself was not damaged. The hospital reported this case as an adverse event to the china nmpa. The device was returned for analysis.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a foreign object was found inside a 5f 11cm avanti+ sheath introducer .021" transradial kit prior to surgery. A new catheter sheath was used. There was no reportable patient injury. The foreign object involved was freely moveable. The packaging was noted to contain foreign material inside. The product was stored in the laboratory as required, and the actual product itself was not damaged. The hospital reported this case as an adverse event to the china nmpa. The device was returned for analysis. A sterile si avanti+ transrad kit 11cm device was returned for investigation inside a sealed pouch bag. Unaided visual inspection of the received unit identified no abnormal conditions. A high-magnification evaluation was then performed to assess the previously identified area where foreign material had been reported. During this analysis, foreign material was identified within the sterile packaging, and no additional abnormal conditions were observed. The material was measured using a magnifying lens with a scale and was found to be within established specifications. Dimensional analysis was also performed to verify the size of the foreign material in accordance with final packaging inspection acceptance criteria. This evaluation confirmed that the observed material was within specification. The material was non-mobile, appeared adhered to the tray, and met the applicable acceptance criteria for non-mobile foreign material. In conclusion, foreign material was observed inside the sterile packaging of the received unit. Microscopic analysis confirmed that the material was non-mobile, adhered to the tray, and met established acceptance criteria. The observed condition is considered related to the manufacturing process due to the presence of foreign material within the sterile barrier however, it is within current specification limits. The reported ¿packaging/pouch/box ¿ foreign material in sterile package ¿ moveable particle¿ was not observed. However, the malfunctions ¿packaging/pouch/box ¿ foreign material in sterile package ¿ non moveable particle¿ was observed. The product is intended for use by trained healthcare professionals familiar with coronary diagnostic and interventional procedures. In this case, the condition was identified prior to use and the device was not used. A replacement device was selected, and there was no patient impact. The observed condition is considered related to the manufacturing process due to the presence of foreign material within the sterile barrier however, it is within current specification limits therefore, no further actions will be taken at this time.